Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07may2020.

Event description:
The customer reported a ventilator with lines through the display. There was no patient involvement / harm.

Manufacturer narrative:
G4: 01jun2020. B4: 22sep2020. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that the replacement of the vga (video graphics array) controller printed circuit board resolved this event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.